Event description:
It was reported that the patient experienced two high blood glucose events, with BG levels of 310 mg/dL on (b)(6) 2026 and 312 mg/dL on (b)(6) 2026, and treated both events with correction injections via Multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.